Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with no tortuosity, no calcification and 80% stenosis. The 2.75 x 18 mm xience v stent was implanted. However, a dissection was noted at the distal edge of the stent. Another stent was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.